Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call connection issue and high blood glucose. The customer's blood glucose was 419mg/dl at the time of incident. Trouble shooting was performed and found glucose meter and sensor unable to establish connection with insulin pump. Assisted customer in establishing connections. Customer declined to trouble shoot for the high blood glucose since she did not take enough insulin for the carbohydrate she consumed. The insulin pump will not be returned for analysis.